Event description:
On 1 december 2022 , neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. It was reported that during the procedure, one device did not successfully deploy an implant. During the investigation of the returned device on 6 january 2023, it was noted that an approximately 6 mm section of the tail of the CT was broken and missing from the returned device. The physician was notified, and on (B)(6) 2023, an x-ray revealed that no portion of the CT remained in the patient. No patient adverse events were reported.